Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power sources. The customer's blood glucose (bg) level was impacted (284 mg/dl) with trace ketones. The customer stated a corrective bolus was delivered to correct elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.